Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated or confirmed. Review of the logs show it powered on in AED mode and was later switched to manual mode. The analyze button was pressed 19 times, and shocks were advised and delivered at 13:04, 13:12, 13:14, and 13:17. The device cannot analyze or deliver shocks without being user-initiated. No clinical file was available to review ECG or motion artifact. The lucas automated CPR device was used during the patient event. It cannot be confirmed if analysis overlapped with CPR or movement. There was no fault found with the device. The device was recertified and returned to the customer. The r series operator's guide instructs users not to touch the patient and to stop movement during analysis, since motion can affect rhythm interpretation. No trend is associated with reports of this type.